Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 02/02/2017 with the following findings: a battery compartment crack was found below grip pad. There was a superficial crack at the top of the display lens. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed cracked battery compartment. This report is made based on results of investigation completed on 02/02/2017.